Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to incorrect size was implanted, the patient was myopic. The lens was explanted through the original incision and there was no patient injury or complications. The lens was exchanged for another 12.6mm but different diopter (-6.0). The reporter stated the cause of the event was due to the wrong size lens was sent to the customer.

Manufacturer narrative:
(B)(4) - (myopic); (incision opened). (Lens explanted). Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.